Manufacturer narrative:
Upon device return, analysis of the trial lead (serial no. (B)(4)) found no anomaly.

Manufacturer narrative:
Product ID: 3550-31, serial# unknown, product type: screening device. Product ID: 3874, serial# unknown, product type: screening device. Product ID: 3874, serial# unknown, product type: screening. Device product ID: 3550-31, serial# unknown, product type: screening device.

Event description:
It was reported that during a surgical procedure for a trial, impedances of >10000 ohms and 40000 ohms were noted on both trial leads and the multi-lead trialing cable. The multi-lead trialing cable was replaced and the impedance issue was resolved. During the intra-operative stimulation test the patient was unable to feel therapy and the physician replaced the lead, which resolved the issue. It was later reported that the cause of the impedance issue was not determined and no lead fractures were noted. There was a 50 percent or greater symptom reduction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.